Manufacturer narrative:
Device evaluated by manufacturer - the nc quantum apex monorail (mr) device was received with blood and contrast in the balloon and wire lumen. There was a longitudinal tear in the balloon wall material. The tear started at the distal edge of the proximal markerband and extended 15mm. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2011-03015. It was reported that during a percutaneous coronary intervention, balloon ruptures occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad). The lesion was ablated with a rota 1.75mm burr. The 3.0x15mm quantum apex nc balloon was then used to dilate the lad. The device was inflated 15 atm, and the balloon burst on the first inflation. Then a 3.0x20mm quantum maverick balloon was advanced and inflated to 15 atm, and the balloon burst on the first inflation. The procedure was considered complete. No patient complications were reported and patient status is good.

Event description:
Same case as MFR ID # 2134265-2011-03015. It was reported that during a percutaneous coronary intervention, balloon ruptures occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad). The lesion was ablated with a rota 1.75mm burr. The 3.0x15mm quantum apex nc balloon was then used to dilate the lad. The device was inflated 15 atm, and the balloon burst on the first inflation. Then a 3.0x20mm quantum maverick balloon was advanced and inflated to 15 atm, and the balloon burst on the first inflation. The procedure was considered complete. No patient complications were reported and patient status is good.